Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No serial number reported. (Expiration date): unk, no serial number reported. (Manufacturing site): unk, no serial number reported. This product is not marketed in the us. (B)(4).

Event description:
Article stated that the surgeon implanted icl implantable collamer lens into the patient's eye. The lens was explanted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Patient was considered to be "outside of FDA guidelines" because of age >45 yrs. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.